Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 574 mg/dl at the time of the incident. The customer was at 232 mg/dl at the time of the call. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. The customer reported air bubbles in the reservoir, but the reservoirs were expired, and also stated the quick release came off the infusion set and the sets were not staying locked in place. The infusion set also had air bubbles along the tubing length and were not sticking. Troubleshooting was not completed for the high. The customer also had paramedics dispatched due to low of 58 mg/dl. The insulin pump will not be returned for analysis.